Event description:
It was reported to boston scientific on (B)(6), 2010 that a rigiflex dilatation balloon was received from a customer by a boston scientific distribution center. According to the distribution center employee, a rigiflex device in its packaging with all the seal intact was received with no indicated alleged malfunction accompanying the device. Observation of the returned device by a warehouse employee revealed a hair like fiber inside the sealed package. There was no visible damaged noted on the packaging. Additional information received confirmed there was no patient or procedure involved in this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should any further relevant information become available a supplemental MDR will be filed.

Manufacturer narrative:
Though the suspect device has been received and was inspected by a boston scientific employee, the formal investigation and evaluation of the device has not been performed. Therefore the root cause has not yet been determined. Upon completed of the failure analysis for this complaint, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific on (B)(6), 2010 that a rigiflex dilatation balloon was received from a customer by a boston scientific distribution center. According to the distribution center employee, a rigiflex device in its packaging with all the seal intact was received with no indicated alleged malfunction accompanying the device. Observation of the returned device by a warehouse employee revealed a hair like fiber inside the sealed package. There was no visible damaged noted on the packaging. Additional information received confirmed there was no patient or procedure involved in this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should any further relevant information become available a supplemental MDR will be filed.

Manufacturer narrative:
The complaint device was received inside the unopened package. Visual evaluation found no foreign matter inside the packaging, and confirmed there was no damage to the packaging of the device. Therefore, the complaint that foreign matter was noticed inside the packaging could not be confirmed.